Event description:
They were using the lift when bolts fell out of the part that holds the jack on.resident was in lift when this occurred and fell, resident was not injuried. Mfg date of july 2004.manufacturer did c/a #ct041003 for fix,this fix was issued and implemented december 2004. RMA #654380 issued for return evaluation. This is being reported under malfunction which could have resulted in serious injury or death as defined in 21 cfr part 803.3 / 803.5.